Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the 80% target lesion. During the procedure, upon removal of the device, the distal part of the ivus catheter detached at 28cm distal. This part became trapped in the y key that connects to the guide catheter hub. The y key was removed where the detached part was trapped. The device was completely removed from the patients body and the procedure was completed using another device of the same type. No patient complications were reported.